Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary treatment procedure. The procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. A review of the system logfiles found that the suite pc software was crashed. The fse reinstalled the suite pc software. After reinstalling the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.